Event description:
The physician reported that the pt was admitted to the hospital and he needed to shut his pump off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).